Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The device was explanted and replaced with a smaller 4.0 cuff. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Section d - updated device information received.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The device was explanted and replaced with a smaller 4.0 cuff. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device components were thoroughly analyzed. The balloon was visually inspected with no damage identified. It was microscopically examined, and a pinhole was found in the balloon shell at the sphere-adapter junction consistent with fatigue. The balloon did not pass the leak testing. The cuff was visually inspected with no damage identified. The cuff passed the leak testing. The pump was visually and microscopically inspected with no damage found. The pump passed the leak testing. This investigation is assigned a most probable conclusion code of cause traced to component failure because analysis found an issue with the balloon. The investigation conclusion code of known inherent risk of device was also chosen as the allegation relates to urinary incontinence which is addressed in our labeling and risk documentation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The device was explanted and replaced with a smaller 4.0 cuff. There were no additional patient complications reported.